Event description:
It was reported that the intraocular lens (iol) was explanted from the patient's right eye after she complained of ''poor image quality''. No other information was provided.

Manufacturer narrative:
The manufacturing record review was performed and there were no associated nonconformity material reports. Sterilization records indicated there were no deviations. Environmental monitoring record results indicated there were no deviations. There were no process and/or material changes. Based on the manufacturing record review and historical review, no deviations were found during this investigation. The explanted intraocular lens (iol) was returned to our manufacturing facility for examination. Visual inspection showed the lens was cut in two (2) pieces. The lens was identified as a tecnis toric acrylic 1-piece intraocular lens because of the presence of markings. Further analysis on the lens was not possible due to the fact that the lens was damaged. The directions for use for optical and visual symptoms that may occur following implantation of an intraocular lens include blurred vision. Some of the optical effects may be mitigated upon patients adaption to the intraocular lens. Investigation of the returned lens sample showed no non conformances. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). Explant of intraocular lens. All pertinent information available to the manufacturer has been submitted. Placeholder.